Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok button was sticking. The reporter stated that the keypad was noted to be torn. The issues were first noted two weeks prior. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "ok" button was found to be intermittently responding. The keypad was confirmed to be torn. The keypad was removed and contamination was observed under all of the button contacts.